Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal circumflex artery with moderate tortuosity and moderate calcification. The 3.5 x 8 mm nc tenku balloon catheter was advanced without issue and inflated two times to 12 atmospheres (atm); however, a balloon rupture occurred during the second inflation. The nc tenku was removed without resistance. A non-abbott balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on analysis of the returned device and scanning electron microscopy (sem), there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.